Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient received inappropriate shocks. A magnet was applied, and the rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, elevated short v-v intervals, and undefined high pacing impedance. Additionally, oversensing was noted on stored electrograms (egm), and a noise alert triggered for oversensing-noise episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.